Event description:
Bilateral bhrs implanted. The patient suffers pain and symptoms of cobalt poisoning. Update due to patient submitted medwatch (B)(4) sent to FDA stated: scheduled revision surgery. This concerns th the left hip. The right hip was reported under 3005477969-2015-00177.

Manufacturer narrative:
Corrections based on new information reviewed.